Event description:
It was reported two years post filter placement, multiple x-rays and an ultra sound were performed for a pt with edema in the legs which did not reveal any clot in the filter or any anomalies with the filter placement. It was indicated to the implanting physician clot was present in the filter. The pt is currently being treated with anticoagulants. This device remains implanted. Therefore, no failure analysis will be available. No malfunction of the filter has been reported. The filter functioned as it is designed to do. Physiological factors may have contributed to clot lysis. Attempts to gain further details about this event have been unsuccessful. Therefore, co cannot determine the cause for this event.